Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): vessel perforation, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a broken right ventricular (rv) lead and an active rv and a right atrial (ra) lead due to bacteremia. A temporary pacemaker was inserted, and a spectranetics lead locking device (lld) was inserted in the ra lead. A stylet could not be inserted in the active rv lead, so suture was used to provide traction. A spectranetics 14f glidelight laser sheath was used to successfully extract the ra lead. Moving to the rv lead, the 14f glidelight was advanced around the superior vena cava (svc) curve to the ra, where hard adhesions were encountered between the two rv leads, and progress stalled. The patient''s blood pressure dropped, and a pericardial effusion was noted, suspecting tamponade in the right atrial appendage. However, the blood pressure improved in a few minutes, and the extraction resumed. Lasing the adhesions with the 14f glidelight at the area of the ra junction, the patient''s blood pressure dropped again, but not significantly. A rescue balloon was placed in the area of the svc on standby, and pcps was introduced femorally into the artery and vein. A pericardiocentesis was performed, aspirating only a little pericardial fluid, with a drain left in place. When it was confirmed the patient''s condition was stable, the 14f glidelight was used to successfully remove the active rv lead. A cook medical needle''s eye snare was then inserted from the femoral vein to remove a portion of the broken rv lead. Although the patient''s condition was observed afterward and hemodynamics remained stable, it appeared that the pericardial effusion increased from the ra posterior wall, with increased drained blood volume. The patient was moved to surgery and the remaining rv lead portion was considered for removal, based on the patient''s condition. A thoracotomy was performed, and a perforation, extending from the innominate to the svc/ra junction was discovered. Coagulation failed due to heavy bleeding, and at the patient''s request, no further procedures were performed. The patient did not survive. This report captures the 14f glidelight in use in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.